Manufacturer narrative:
Additional narrative:a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3 other text : sample not returned for evaluation.

Event description:
Patient email sent via media inquiries inbox how do I get information about what recourse I have for the back rods that have broken three times since my orig surgery at ucsf in (B)(6) 2012 at the age of (B)(6)? Both rods broke in 2013 and a revision surgery was done in (B)(6) 2014, again at ucsf. A few months later in (B)(6) 2015 one of the same rods broke once again. Now at the age of (B)(6) I'm looking at the probability of yet another revision to fix what has already been fixed. What is the likelihood that the titanium rods would have such a small degree of quality that this could happen so easily and often. All the literature I've read says nothing about such a high failure rate of this type of procedure and product. There was no unusual trauma, falls, etc., other than normal activities as allowed during my recovery times. The last time this year, I just sat down and it broke again.